Event description:
It was reported that the coating was bubbling/warping on the zimmer air dermatome ii handpiece. There was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/28/2013 and was last repaired on 11/13/2013 for a related issue. Evaluation of the device observed the head, neck and all width plates were damaged due to bubbling surfaces. It was also noted that the control bar was damaged, and prior to repair the device was outside of calibration specifications at thickness setting. The device operated within motor speed specifications. Repair of the device included replacement of the head, neck, all width plates and standard repair parts. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused a reaction with the surface coating, resulting in the observed bubbling event. The root cause of this reported issue is currently being further investigated. The device was serviced and returned to the customer.